Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced fistulae, recurrence, bleeding and neuromuscular problems. The patient underwent hysterectomy in 2009.(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat symptomatic pelvic relaxation with cystocele, rectocele, minimal uterine procidentia, and stress urinary incontinence concurrently with a vaginal hysterectomy (both ovaries preserved), a&p colporrhaphy, cystoscopy, and suprapubic cystotomy. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4) ¿ urinary problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness.

Event description:
It was reported that following insertion the patient experienced vaginal dryness.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.